Manufacturer narrative:
Product event summary: the device was returned for analysis. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated an alert for excessive charge time eos (end of service).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had a charge circuit warning indicating long charge time and reached elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis confirmed the reported charge time out using the original device battery. No significant leakage was observed on the high voltage therapy capacitors and the hybrid charged nominally when the battery was replaced with an external supply. The results were consistent with the device battery causing longer charge times. The battery impedance measured 1.17 ohms. Battery analysis based on the destructive analysis results indicated no internal short occurred in the battery. There was localized lithium (li ) discharge along the edges and nearly complete li-severing in a battery segment. The observed near-li-severing is consistent with the increased battery impedance measured upon receipt of the battery at mecc. Review of the save to disk data showed excessive charge timeouts were logged prior to recommended replacement time (rrt) and explant. The excessive charge times resulted from increased battery resistance induced by li-severing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.